Event description:
The customer reported that his olympus high flow insufflation unit¿s front panel display disappeared during use. According to the initial reporter, the gas and device were both functioning properly, but nothing was shown on the display. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The customer called olympus to report his issue. During the call, the device was successfully troubleshot and the unit was functioning properly again ¿ this failure was due to a user error. The subject device is not scheduled for return. However, if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.